Manufacturer narrative:
The investigation confirmed that the footswitch outer sheathing on the cable of the footswitch was cut; there were no bare visible copper wires. Based on a review of the risk document possible causes are due to flexing or wrapping of the cable during use.

Manufacturer narrative:
A follow up report will be filed when the quality investigation has been completed.

Event description:
It was reported that a stryker marketing associate noticed that a stock lab tps bi-directional footswitch cord had exposed wires. There was no patient involvment, and there were no user injuries or adverse consequences.

Event description:
It was reported that a stryker marketing associate noticed that a stock lab tps bi-directional footswitch cord had exposed wires. There was no patient involvement, and there were no user injuries or adverse consequences.